Event description:
Customer was getting erratic blood glucose results of 99 - 170mg/dl. The customer stated they felt "out of it" and went into diabetic shock. A neighbor called paramedics and the customer was taken to the hospital and admitted. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.